Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The brother of a customer reported via phone call that they experienced high blood glucose of 606 mg/dl and that emergency services were called. Troubleshooting was done for basal, settings and bolus but customer did not want to troubleshoot high blood glucose. Troubleshooting also assisted customer in clearing a battery out limit alarm. No further information was given.